Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to impedance issues, with high impedance greater than 2800 ohms and high pacing thresholds, which presented after helix deployment. Lead was also tested in the ra with no capture at high outputs. A partial lead fracture suspected, so a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to impedance issues, with high impedance greater than 2800 ohms and high pacing thresholds, which presented after helix deployment. Lead was also tested in the ra with no capture at high outputs. A partial lead fracture suspected, so a new lead was implanted successfully. No additional adverse patient effects were reported.